Event description:
According to the reporter: the client is reporting that the balloon burst. The balloon was inflated with one and a half time the syringe volume, this happened twice. A new instrument was used to complete the procedure. No patient injury was reported. No additional information available at this time.